Event description:
There was a small tear in the capsular bag. The doctor decided to implant the lens, but the tear became larger. The lens was removed by enlarging the incision, and no suture was required. A vitrectomy did not need to be performed.

Manufacturer narrative:
See MDR 1920664-2009-00299 for the delivery device used with this intraocular lens.